Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the device was moved to the storage area and was plugged into the outlet. However, the mobile view station (mvs) green light did not come on. An attempt was made to turn the mvs on but it would not turn on.

Manufacturer narrative:
The fuse was returned to the manufacturer for analysis. Analysis found that the fuses were open and failed continuity test. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
UDI provided.